Event description:
It was reported that during a da vinci-assisted surgical procedure, the right hand controller at one of the consoles dropped and was no longer unresponsive. System event logs indicated pte limit errors and motor faults associated with the master tool manipulator (mtm) on the right hand controller of console 2. It was recommended to disconnect console 2 to prevent further occurrences of the errors during the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use.

Manufacturer narrative:
Additional findings were observed with the master tool manipulator (mtm), a maxon error on the outer yaw was observed, additional 1 hour slow sine cycle was performed and passing results no longer showed this issue. A fitness test was performed and error "slow gravity balance test post sine cycle - wy" was observed. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) issue was not replicated by failure analysis. System event logs indicated pte limit errors and motor faults associated with the mtm on the right-hand controller of console 2. Errors 23008, 32136, 32098, and 23069 were verified in the logs. A visual inspection was performed with no problems found related to the reported issue. The mtm was installed on a test system and did not replicate the reported issue during system testing.

Event description:
Refer to h11 for follow-up information.